Event description:
It was reported that (2) devices were used during a tissue resection. It was reported by the rep that the tsg45 and tr45g fired malformed staples. The procedure was turned to an open procedure and overstitched to complete the case. There was no consequence to the pt.